Event description:
During baxter's functionality testing it was found that a spectrum pump had evidence of device tampering. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified ¿device tampering¿ was confirmed and reproduced during eval. The eval found unauthorized lubricant on the pumping mechanism, downstream sensor, lower auxiliary, and sealing wall. The pumping mechanism, downstream sensor, lower auxiliary, and sealing wall have all been replaced.